Event description:
It was reported that during post-implant device check, inappropriate therapy due to ventricular oversensing was noted. Upon explant, externalized conductors were observed

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.3cm was returned for analysis. External insulation abrasion was noted at 33.8-35.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 29.1-30.5cm and 39.2-39.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 43.1-43.3cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe was abraded and fractured at this location. A compressed region was noted at 13.5-15.1cm from the distal tip. The rv conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the field observation of noise.